Event description:
Pt's one touch ultra meter gave an error 2 message. Pt's family member adjusted pt's insulin dose by 0.5 u instead of 2 u. Family member administered 1.5u. No troubleshooting was done. No further info available.